Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a 77 mm thoracic aortic aneurysm. It was reported on an unknown date follow up CT identified a type iii endoleak. It was noted no action has been taken and none is planned. The cause of the endoleak is not determined but presumed to be device related. No additional clinical sequelae were reported, and the patient will be monitored.